Event description:
This is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis with culture positive for (B)(6), not requiring hospitalization. The patient was treated with reflin injection, 1 gm per day, ip and tobramycin injection, 40 mg per day. Reflin and tobramycin were ongoing. On an unreported date, the bacterial peritonitis with culture positive for (B)(6) was resolving. The cause of peritonitis was unknown. Dianeal pd2 ultrabag was continued. Concomitant medication was not reported. The reporter believed the event of bacterial peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.